Event description:
On december 15, 2022, fujifilm healthcare americas corporation was informed of an event involving ei-580bt. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) a perforation occurred in the intestinal tract. An over-the-scope clip system was used to close the perforation and the procedure was completed. There was no death reported with the event.